Event description:
Physician reported that following the implant of seri scaffold on (B)(6) 2012, the patient experienced left side mild "implant left breast rotating" with an onset date of (B)(6) 2014 and stop date of (B)(6) 2014. The patient was treated with a procedure and medication. The outcome of the event was resolved without sequelae. The "26-50%" of the seri scaffold was explanted on (B)(6) 2013 due to 'radiotherapy". The majority of the seri scaffold remains implanted and has complete adherence (80-100%) to surrounding tissue.

Manufacturer narrative:
Partially explanted device was not returned. The event of "implant left breast rotating" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is being reported as the physician stated the seri scaffold could have possibly caused the event of "implant left breast rotating" and medical intervention was required.